Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic's acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was intending to use a protege everflex during procedure. It is reported that as the stent was being advanced over the wire the stent buckled on itself at the distal end. More resistance than considered normal was experienced when advancing the device. Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation without any ancillary devices from the procedure. The sds exhibited a double-kink at the end of the strain relief. The inner shaft hypotube exhibited an 80 degree bend and the stent was partially exposed (1- strut layer). Both flush lumens contained a clear liquid suggesting they had been prepped. Cine image review: the cine images did not provide any documentation of the event or offer any significant contributing factors that may have caused the difficulties encountered.